Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the device would not fixate the mesh to the abdominal wall. Another of the same device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional summary: the analysis results found that the device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 0 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.